Manufacturer narrative:
One used device was received and evaluated. Testing found the semi-rigid female adapter of the inlet port of the air eliminating filter was broken off. White drag marks were noted indicating the use of force. Hospira has completed a formal investigation to address similar complaints due to broken ports on the IV filter. Based on the investigation results, it was determined that the device breakage was due to application of perpendicular force on the ports of the filter. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to patient use, an unspecified volume of solution leaked from the semi-rigid female adapter of the air eliminating filter of the tubing set. No specific details were provided. No additional information was provided.